Event description:
Reported due to pt death. In 2006, a pt had an xact carotid stent successfully placed in the left internal carotid artery. The pt was discharged from the hosp as expected 1 day later. According to the pt's wife, the pt complained of a headache at the base of his head on the same side as the stent placement following hosp discharge, but refused to return to the hosp. 5 days later, the pt fell at home and then was unable to use his right hand. The pt again refused to go to the hosp. The pt was found expired in bed by the pt's wife at 00:30 next day.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not abel to perform device inspection or device history record review in this case.